Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a visual inspection of the pump revealed that the battery cap was damaged with stripped threads. The battery cap was not able to tighten securely to a test pump. The battery cap contact height was found to be out of specification. The contact width measurement was within specification.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.